Manufacturer narrative:
Multiple follow up attempts were performed in order to obtain device relationship to the events. No response to follow up attempts. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. In rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms. There have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the information is insufficient to draw definitive conclusions.

Event description:
Patient reported being treated for a left side infection. Patient additionally reported a new neurological disorder diagnosis of offspring, specified as "autism." No treatment for "autism" was specified, and the device remains implanted. This medwatch represents the left side. See MFR # 9617229-2016-00130 for the right side.

Manufacturer narrative:
Multiple follow up attempts were performed in order to obtain device relationship to the event. No response to follow up attempts. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported a new neurological diagnosis of offspring, specified as ¿asperberger's." No treatment was specified. This medwatch represents the left side. See MFR # 9617229-2016-00130 for the right side.